Manufacturer narrative:
The customer reported a suspected false (incorrect) positive result on a rapid result covid test system on an individual patient. The positive result was reproduced (twice) by repeat testing of the nasal swab sample with the testing platform. Confirmatory testing of the patient via polymerase chain reaction (pcr) testing was negative. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient.